Event description:
Customer reportedly tested 492mg/dl on the device and drank tea rather than eating dinner. Caller reports that within a few minutes, the customer had slurred speech and could not focus. The paramedics were reportedly called and tested customer at 30mg/dl. Customer was given a glucose IV. Customer did not have the device properly coded at the time of testing. No quality controls were used. Requested return of suspect device and replacement was sent.